Event description:
It was reported that during an unknown procedure when the reload was removed from the device after firing, the plastic part was separated from the iron part, making the surgeon worry about the firmness of our products. (Hcp said he/she did not apply excessive force to remove the reload).

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch#: 512c05. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload was received fully fired, with an open package and the pan detached from the reload. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 512c05, and no non-conformances were identified. The lot#: 611c30 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?